Manufacturer narrative:
The investigation confirmed that service actions resolved the issue. The follow up/corrective actions were that the field service representative (fsr) found an issue with the measuring cells and replaced them. The customer successfully ran calibration and qc. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Low results were generated by the elecsys e170 modular analytics immunoassay analyzer. The event involved a total of 2 patients with low results for the elecsys insulin assay. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.